Event description:
The customer contact reported that channel 2 of the device did not sound an audible alarm tone during an alarm condition. The device was returned to the IV therapy dept with an unsigned note stating, "e301 audio alarm failure." No tracking information was provided; therefore, specific pt information, pump programming or event details were not available. During testing at the user facility, channel 2 of the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events and no reported delay of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).